Manufacturer narrative:
Reportable malfunction with inomax dsir ds20090010 was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to the main supply voltage being out of tolerance (valid range: 2435 to 4075 counts) (actual value: 2433 counts) with no low battery alarm prior to the delivery failure. The low battery alarm should have occurred prior to the delivery failure alarm to prevent the out of tolerance main supply voltage condition. Although identified in the service log, the regional service center (rsc) did not experience a delivery failure alarm during testing. The root cause for this occurrence was determined to be battery fuel gauge drift. The device's battery was replaced during service. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2019, a mallinckrodt internal employee discovered a delivery failure alarm due to main supply voltage below tolerance with no low battery alarm for inomax dsir ds20090010. This service log finding meets the criteria of a reportable malfunction. This match was found during a routine review of the service log for a device located in the us. There was no reported complaint for the issue/alarm of delivery failure.